Manufacturer narrative:
Voluntary report number: (B)(4). The patient underwent a completion of right upper lobe lobectomy. The floseal was used to improve hemostasis on lymphadenectomy for very minor bleeding, described as oozing. A small segment of infarcted lung was found at second unspecified operation. The embolism was found ¿possibly¿ in the lung. There was minor bleeding and some oozing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an embolism after undergoing a procedure in which floseal was used. The type of procedure, the indication for the procedure, and the location of the embolism was not reported. It was reported that the pathologist thought the embolism was due to the use of floseal, however, no further detail was provided regarding the event or the surgical technique. It was not reported if the patient was hospitalized due to the event. Treatment was not reported. No further information was provided regarding the patient's outcome from the event. No additional information is available.